Event description:
It was reported that one of the pins from dose cord of the device broke off during infusion with no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer complaint of a broken dose cord pin. The lemo connector was replaced to fix the issue.